Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000179, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported when trying to use the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the medical team noticed an impediment in inserting the sheath dilator into the sheath: the impediment was on the valve itself. Looking more closely, the team noticed that the rubber on the hemostatic valve had given way and was loose within the valve space. Therefore, the sheath was unusable. The medical team opened a new sheath to continue with the procedure and everything went normally. No surgical delay. The issue resolved by utilizing a new sheath. No consequences to the patient. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. The problem was noticed during the process of washing the sheath, pre-patient. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 19-apr-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported when trying to use the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the medical team noticed an impediment in inserting the sheath dilator into the sheath: the impediment was on the valve itself. Looking more closely, the team noticed that the rubber on the hemostatic valve had given way and was loose within the valve space. Therefore, the sheath was unusable. The medical team opened a new sheath to continue with the procedure and everything went normally. No surgical delay. The issue resolved by utilizing a new sheath. No consequences to the patient. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 50000182 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The valve issue could be related to the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On 27-feb-2023, the photo analysis was completed. It was reported when trying to use the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the medical team noticed an impediment in inserting the sheath dilator into the sheath: the impediment was on the valve itself. Looking more closely, the team noticed that the rubber on the hemostatic valve had given way and was loose within the valve space. Therefore, the sheath was unusable. The medical team opened a new sheath to continue with the procedure and everything went normally. No surgical delay. The issue resolved by utilizing a new sheath. No consequences to the patient. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device 50000179 number, and no internal action related to the reported complaint condition were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).